Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, patient complained of pain around generator pocket. Patient mentioned that the device rubs against collar bone while working. Device was explanted and replaced. Patient was discharged next day as per routine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.